Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the mobile viewing station (mvs) power switch was stuck on shorted. The power switch was remounted and the mvs was able to be turned on. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the site was unable to get the mobile viewing station (mvs) monitor to power on - the screen remained black. The mvs was rebooted without resolution. The toggle button was confirmed as being on and the mvs was receiving power. The cables were also re-seated without resolution. No patient present.